Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via interdepartmental helpline solutions tracker of high and low blood glucose readings from the insulin pump. The customer's husband stated that the customer changes her infusion set every 3rd day. The husband stated that his wife had blood sugars that were high and low. The husband stated that his wife had a high of 398 mg/dl two weeks ago and a low of 46 mg/dl on the 10th. The customer had fluctuating high and low blood glucose readings. The husband stated that ever since his wife had a stroke, her metabolism has changed and she was not able to tell if she is low. The customer declined to speak with helpline.